Event description:
It was reported in a service report the zoom handles would flicker amber intermittently and the zoom would intermittently cut out. No pt involvement or adverse consequences reported.